Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level due to taking of too much insulin. Customer¿s blood glucose level was 47 mg/dl, at the time of incidence. Customer was treat with drinking chocolate milk for low blood glucose level. Customer¿s current blood glucose level was 280 mg/dl. Customer did received issue of communication loss foe transmitter. The insulin pump will not be returned for analysis.